Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available". Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist reset the cubex application, which resolved the issue and enabled customer to dispense medications. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the drawer did not open. The customer reported that a malfunction took place when the user tried to dispense medication (senna-gen tab 8.6mg 11 16, florastor cap 250mg 04 01) to the patient. However, there were no delay or adverse events or injuries reported based on this event.